Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. Vyaire field service representative (fsr) went onsite and evaluated the ventilator. During the inspection, it was found out that the front cap on the flow sensor receptacle was missing. It had been removed and was still on the flow sensor. Fsr was able to retrieve the front cap along with the o-rings. Re-installation was performed and the unit was tested. The unit is now working to its manufacturing specification.

Event description:
The customer reported that the vela has a low exhaled volumes. At this time, patient involvement is unknown.